Manufacturer narrative:
This case was initially received via regulatory authority (B)(4) on (B)(6) 2015. The most recent information was received on 07-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device breakage ('the device was removed in three pieces (one large segment and two small coils which broke off in the process of dissection) through the right lateral port.') And device dislocation ('migration') in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), inflammation ("inflammation"), back pain ("debilitating back aches"), feeling abnormal ("brain fog"), urticaria ("hives"), dental caries ("tooth decay"), pelvic pain ("pelvic pain"), menstruation irregular ("irregular period"), anxiety ("anxiety"), depression ("depression") and complication of device removal ("coil broke off during removal") and was found to have weight increased ("weight gain"). The patient was treated with surgery (device removed, essure removal and essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device breakage, device dislocation, migraine, inflammation, back pain, weight increased, feeling abnormal, urticaria, dental caries, pelvic pain, menstruation irregular, anxiety, depression and complication of device removal outcome was unknown. The reporter considered anxiety, back pain, complication of device removal, dental caries, depression, device breakage, device dislocation, feeling abnormal, inflammation, menstruation irregular, migraine, pelvic pain, perforation, urticaria and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), inflammation ("inflammation"), back pain ("debilitating back aches"), feeling abnormal ("brain fog"), urticaria ("hives"), dental caries ("tooth decay"), pelvic pain ("pelvic pain"), menstruation irregular ("irregular period"), anxiety ("anxiety") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal and essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, migraine, inflammation, back pain, weight increased, feeling abnormal, urticaria, dental caries, pelvic pain, menstruation irregular, anxiety and depression outcome was unknown. The reporter considered anxiety, back pain, dental caries, depression, device dislocation, feeling abnormal, inflammation, menstruation irregular, migraine, pelvic pain, perforation, urticaria and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: case upgraded to serious, new events added- migration and perforation, removal date added and lawyer added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 01-nov-2015. The most recent information was received on 04-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device breakage ('the device was removed in three pieces (one large segment and two small coils which broke off in the process of dissection) through the right lateral port.') And device dislocation ('migration') in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), inflammation ("inflammation"), back pain ("debilitating back aches"), feeling abnormal ("brain fog"), urticaria ("hives"), dental caries ("tooth decay"), pelvic pain ("pelvic pain"), menstruation irregular ("irregular period"), anxiety ("anxiety"), depression ("depression") and complication of device removal ("coil broke off during removal") and was found to have weight increased ("weight gain"). The patient was treated with surgery (device removed, essure removal and essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device breakage, device dislocation, migraine, inflammation, back pain, weight increased, feeling abnormal, urticaria, dental caries, pelvic pain, menstruation irregular, anxiety, depression and complication of device removal outcome was unknown. The reporter considered anxiety, back pain, complication of device removal, dental caries, depression, device breakage, device dislocation, feeling abnormal, inflammation, menstruation irregular, migraine, pelvic pain, perforation, urticaria and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical record received reporter information and medical history was added. Device breakage and complication while removal added. Follow up 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.